Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. Significant urethral atrophy was identified under the original cuff. A surgical procedure was performed in which all components were removed and replaced, and a new cuff was placed at a different site. There were no further patient complications reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of incontinence and atrophy are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of incontinence and atrophy are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. Significant urethral atrophy was identified under the original cuff. A surgical procedure was performed in which all components were removed and replaced, and a new cuff was placed at a different site. There were no further patient complications reported.